Event description:
Additional information was received from the device manufacturer representative indicated that the pump was confirmed to be flipped. It was reported that the pump was disconnected from the catheter, and a new pump segment was placed since it was heavily coiled. The cause was not clear, although it could have been patient compliance after his last pump replacement.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#:(B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jan-29, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (500 mcg/ml, 250 mcg/ml) via an implantable pump for intractable spasticity. It was reported the patient noted increased spasticity and nausea. They suspected something was wrong with their pump so they came to the hospital for evaluation. The pump was interrogated and showed no issues. It was noted that it was difficult to interrogate the pump, as the orientation of the pump was unusually tilted. The managing hcp wanted to access the pump reservoir to change drug concentrations, but could not access the central port after several attempts. The hcp would take the patient to the operating room (or) tomorrow to explore whether the pump was flipped or if there was a catheter issue. The issue was not resolved at the time of this report. Another rep called and reported a possible catheter revision. The rep stated the hcp had difficulty getting telemetry to the pump and they believed the pump was flipped. The rep stated that this has not been confirmed, yet. Troubleshooting steps were reviewed. No symptoms or patient complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.